Manufacturer narrative:
The amx 4+ unit involved in the incident is under the siemens service contract. Ge received the report from a siemens engineer who fixed the issue. Further communication with the site indicated that the siemens engineer found a malfunction with the drive circuit. A review of siemens service record provided to ge revealed that the engineer replaced the drive circuit and verified that the unit was operating nominally.

Event description:
A report was received from a siemens engineer that a technologist from a site was pulling an amx 4+ unit when it reversed unexpectedly and contacted her foot. According to the site director, the technologist sustained an injury resulting in a sore foot. There was no medical treatment received or needed by the technologist. Due to the weight of the unit, the concern is for a serious injury if the issue were to recur.